Event description:
It was reported that this right ventricular (rv) lead exhibited a suspected loss of capture (loc) since the patient presented bradycardia. Technical services (ts) was consulted and reprogramming was performed, but the loc was still suspected since bradycardia was still present. Ts recommended an in person examination to confirm the rv condition. This rv lead remains in service. No additional adverse patient effects were reported.